Event description:
Procedure type: appendectomy. According to the reporter: the intra-abdominal fastening plastic balloon exploded. No injuries to pt, health condition after surgery are good. It was necessary to retrieve rubber fragments from surgical cavity, this caused more than 30 minutes of surgery time extension. No other complication (no tissue damages, no conversion to open surgery). Procedure was ended using a new unit.

Manufacturer narrative:
(B)(4).